Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122208, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 564466, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a procedure an explant procedure and the explanted devices were retained by the medical facility and will not be returned.